Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: after via-17-154-15 is selected, web was used but web was not detached after deploy. Detachment was tried several times while adjusting the position of via-17-154-45. However, web was not detached so wdc was changed but it didn¿t work. Web was retrieved and the procedure was complete with a new web. The patient was reported to be "stable". No patient injury was reported.

Event description:
As reported: after via-17-154-15 is selected, web was used but web was not detached after deploy. Detachment was tried several times while adjusting the position of via-17-154-45. However, web was not detached so wdc was changed but it didn¿t work. Web was retrieved and the procedure was complete with a new web. The patient was reported to be "stable". No patient injury was reported.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant -introducer -dispenser hoop items not returned for evaluation: -controller the web implant was returned still attached to the pusher for analysis and was returned deployed through the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching. The heater coil was not found stretched; however, it did exhibit signs of activation using a detachment controller. The proximal end of the heater coil was found burnt and the tether was found melted. Further inspection found the heater coil¿s forward and backward winds to be touching; the heater coil winds touching will cause the system to short, which would lead to the inability to detach. The investigation of the returned web system found the proximal end of the heater coil burnt and the tether melted, indicating the device did experience thermal activation. However, the heater coil¿s forward and backward winds were found to be touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The heater coil winds touching is consistent with damage to the pet and to the polyimide insulation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the pet and insulation damage.